Event description:
It was reported that the jaw of the device broke during the second firing. A piece came off the jaw and was retrieved from the patient. The customer used another device to complete the case with no patient consequence.